Event description:
It was reported that the bd¿ pre-filled normal saline syringe plunger rod was broken. The following information was provided by the initial reporter, translated from chinese: "the child was hospitalized for "drug poisoning" and was flushed with a "flush" at 14:00 on (B)(6) 2021. It was found that the handle of the flush was broken, and he was immediately replaced with no adverse effects."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306593 and lot number 1060544. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.